Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, they received low readings from the cgm for 3 hours (2.0 mmol/l and decreasing). The patient took a sugar tablet based on the cgm readings (6 am). The cgm reading was not increasing, and the patient began to panic and drank juice and a prescription glucose tablet (dextrose). There was no bg taken at this time. The patient developed symptoms of vomiting and seizures. The patient´s husband called paramedics around 9:00 am. When paramedics arrived, they took a bg which was 18.0 mmol/l and the cgm reading was low. The paramedics treated the patient with insulin (injection). They stayed for an hour and a half to monitor her condition and left when glucose decreased (unknown value). At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.